Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was treated with liss femur plate implanted in (B)(6) 2012. The plate was noted as broken on b)(6) 2012. Patient was returned to the or, date unknown and was treated with orif with liss plate and bonegraft. By (B)(6) 2012 there was no convincing consolidation. Plate failure was noticed on (B)(6) 2013. This file is for the plate breakage noticed on (B)(6) 2013. No further information is available at this time.

Manufacturer narrative:
Device used for treatment and not diagnosis. Please reference MFR# 2520274-2013-00943 for the first event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.